Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they got severe back pain and can hardly walk. Agent walked caller through connecting to implant and turning stimulation down. Additional information was received from the patient. They reported that they were still having the excruciating back pain. They mentioned that they have already reduced the stimulation to 0.2, but the pain remains unchanged. The patient expressed that they are unable to perform their daily activities and wish to regain functionality. The agent suggested that the patient turn off the therapy and consult their healthcare provider. The patient noted that they have been experiencing this pain for a couple of weeks. They were advised to see their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had been experiencing pain and discomfort/soreness/pinching. It was unknown if the issue had been resolved, but the patient had a device revision on (B)(6) 2024 where they had the battery repositioned from the left to the right side. Per the physician, the patient said they had severe pain at the pocket site that started shortly after implant but had progressed each week. They turned off their device but the pain still persisted.